Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient experienced a "mechanism problem" and noted that the pink slide did not move forward; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported while wearing the pod between 5 and 24 hours. Treatment and additional information were not provided.